Event description:
The customer contacted heartsine to report that their device failed to power on during a patient involved event. In this state the device would be inoperable and defibrillation therapy would not be available if needed this issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate the reported fault. During the investigation the device was powered on multiple times and delivered the shock test therapy sequence without fault. Given this and no fault was found on the AED during the investigation, this could suggest that the pad-pak had initially been incorrectly seated within the device. However, as the reported pad-pak was not returned, the functionality of the pad-pak cannot be confirmed. The customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device failed to power on during a patient involved event. In this state the device would be inoperable and defibrillation therapy would not be available if needed this issue is patient related; however there was no adverse event reported.